Manufacturer narrative:
Additional information was received that the patient underwent the explant procedure and was placed on antibiotics. The patient was doing well post-operatively.

Event description:
A report was received that the patient had infection at the lead site. Presence of leakage was noted. It was unknown what caused the infection. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had infection at the lead site. Presence of leakage was noted. It was unknown what caused the infection. The patient will undergo an explant procedure.

Event description:
A report was received that the patient had infection at the lead site. Presence of leakage was noted. It was unknown what caused the infection. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator. Model#: sc-4318, lot #: 19597879, description: clik x anchor.

Event description:
A report was received that the patient had infection at the lead site. Presence of leakage was noted. It was unknown what caused the infection. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that all infection was removed per physician.

Event description:
A report was received that the patient had infection at the lead site. Presence of leakage was noted. It was unknown what caused the infection. The patient will undergo an explant procedure.